Manufacturer narrative:
E1 initial phone number - not provided. The device has not yet been received, upon receiving the device, an investigation will be completed. When complete, then a supplemental MDR will be submitted.

Event description:
An complaint involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced occlusion. It was stated in the report that the event occurred when setting up the IV pump for infusion. Rn primed with normal saline and put in IV pump and turned pump on, pump immediately alarmed "occlusion" and rn was unable to back prime, there was no occlusion noted by rn on the tubing and patient care was delayed as a new tubing had to be connected and primed. There was patient involvement, no patient harm and there was a delay in therapy.

Manufacturer narrative:
Received one (1) used list #146870489 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. In attempts to replicate clinical use, water was pushed through each of the claves on the set. No occlusions were observed. The complaint of occlusion alarm could not be replicated or confirmed. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint.